Event description:
It was reported that device detachment occurred. The patient presented with severe stenosis in the proximal left anterior descending artery (lad) and moderate stenosis, mild tortuosity, and severe calcification in the mid lad. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the sheath was fractured at the end of the transducer. The device was completely removed. The imaging procedure was not completed due to this event but the patient was treated as planned. There were no patient complications and the patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath, telescope, and tip were kinked. The strain relief was found separated from the female telescope and the female telescope was stretched. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device detachment occurred. The patient presented with severe stenosis in the proximal left anterior descending artery (lad) and and moderate stenosis, mild tortuosity, and severe calcification in the mid lad. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the sheath was fractured at the end of the transducer. The device was completely removed. The imaging procedure was not completed due to this event but the patient was treated as planned. There were no patient complications and the patient status was stable.

Manufacturer narrative:
D4 lot number, d4 expiration date, and h4 device manufacture date: corrected

Event description:
It was reported that device detachment occurred. The patient presented with severe stenosis in the proximal left anterior descending artery (lad) and and moderate stenosis, mild tortuosity, and severe calcification in the mid lad. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the sheath was fractured at the end of the transducer. The device was completely removed. The imaging procedure was not completed due to this event but the patient was treated as planned. There were no patient complications and the patient status was stable.